Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer's blood glucose level was less than 500 mg/dl. The customer declined to load a new cartridge to address the issue.